Event description:
It was reported that a driveline power fault occurred on the morning of 23nov2025. The patient decided by themselves to perform a system controller exchange. The driveline power fault recurred on the patients new system controller. A second system controller exchange was performed in the hospital the morning of (B)(6) 2025. The modular cable was not exchanged. The patient was being monitored in the hospital for any impact on the patient's clinical condition due to the system controller exchange. The origin of the driveline power fault was not clear. It was later reported that the driveline faults resolved after the system controller was exchanged in the hospital, and there was no adverse patient impact due to the reported events. On 20dec2025 the driveline power faults recurred resulting in the modular cable being exchanged on 22dec2025. It was noted that prior to the exchange, the alarm was cleared, then the alarm re-occurred and was silenced. The alarm resolved after modular cable exchange. On 24dec2025 a new driveline communication fault occurred. The alarm cleared, but reoccurred on the 25dec2025. The patient was admitted due to these events and kept under observation. On 30dec2025 the alarm recurred and was cleared. The exchanged modular cable was inspected and was observed to have dried fluid particles on the pins which the site considered as a possible cause of the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of corrosion on the modular cable inline connector was confirmed via visual analysis. The reported driveline power faults were confirmed via log file analysis; however, no alarms were reproduced during testing. Log files were submitted and downloaded for review and data revealed driveline power fault alarms starting on 23nov2025 were associated with a pwr_b_broken faults. Data consistent with a controller exchange was observed later that same day, and the system controller was reconnected to the pump on 24nov2025 without issue. Additional log files were submitted ant on 20dec2025 a driveline power fault alarm was retriggered due to pwr_b_broken fault. The alarm was cleared later that same day. No other notable alarms were observed in the log files. The driveline power fault alarm did not affect the controller¿s ability to operate the pump at the set speed. The heartmate 3 vad modular cable (lot number: 10655558) was returned for analysis and it was revealed that the cable was returned with corrosion on the inline connector pins. The modular cable was functionally tested and passed mock circulatory testing without any issue or alarms activating. The resistances measured from the internal wiring was unremarkable. The outer jacket was stripped from the cable and there was no damage observed to the underlying wiring. Additional information states the alarm was cleared on 23nov2025 with a system controller exchange, the patient was asymptomatic as a result of the exchange, and no further alarms were observed. Further additional information states an additional driveline power fault was observed on 20dec2025, the alarm was cleared but retriggered shortly thereafter, and the modular cable was exchanged on 22dec2025. Both system controllers remain in use. A root cause for the reported events could not be determined through this analysis as the alarm was not reproduced during testing. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 10655558) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the modular cable. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. "Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.